Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Additionally, the customer reported a high blood glucose (bg) level of high mg/dl. Customer addressed high bg by correction injection via mdi. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.